Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed, however, the evaluation is not yet complete. Once the evaluation is complete a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding a 250ml intravia empty container in which leaking was observed prior to use. The bag was leaking at the seal between the two ports. The bag was filled with fentanyl when the leak occurred, but it has been drained since then. There was no patient involvement, patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a 250ml intravia empty container in which leaking was observed" was confirmed during sample evaluation. One actual sample was available for evaluation. An open seal was observed in the received sample during visual inspection. No other tests were performed. This condition was determined to be manufacturing materials related; however, the root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.